Event description:
It was reported that the patient underwent a revision procedure to replace the implantable pulse generator (ipg).

Event description:
It was reported that the patient underwent a revision procedure to replace an implantable pulse generator (ipg). Additional information was received that there was nothing wrong with the ipg, as it was the physicians choice to have a MRI conditional ipg instead. The explanted device was scrapped by the hospital and the patient is doing well postoperatively.